Manufacturer narrative:
This event is being reported because the patient required balloon inflation to preclude permanent impairment of a body function or permanent damage to a body structure after a procedure in which the manta vascular closure device was used. The IFU lists stenosis of the femoral artery, possibly requiring endovascular intervention, as a potential adverse event related to deployment of vascular closure devices. The device from the incident is not available for inspection due to the delivery system being discarded by the user and the implant remaining in the patient. A follow-up report will be submitted upon completion of the investigation.

Event description:
A tavr was performed on (B)(6) 2019. Deployment depth was measured three times, all measurements resulted in 3cm depth measurement + 1cm (per IFU) for a total deployment depth of 4cm. Hemostasis was immediate following closure with manta 18f vascular closure device. It was reported that there was "limited to no distal flow" following deployment of manta. A 5mmx20mm balloon was advanced across the obstruction and inflated two times. Subsequently, an 8mmx40 mm balloon was advanced across the obstruction and inflated. The follow up angiogram showed "no narrowing or hazy appearance." The patient was said to be fine following the procedure.

Event description:
Upon further review, it was discovered that the angiogram review noted in the follow up MDR follow up (#1) submitted 06-jan-20 was incorrectly assigned to this adverse event. There was no stent placed in this patient.

Manufacturer narrative:
Due to the lack of information, the root cause of the occlusion cannot be determined. It is suspected that the manta implant deployed partially in the vessel or there was a formation of an occlusive dissection. Dissections are a common large bore procedural complication. The following adverse events associated to the deployment of vascular closure devices have been identified in the IFU: ischemia of the leg or stenosis of the femoral artery and/or local trauma to the femoral or iliac artery wall, such as dissection. The risk documentation was reviewed, and this type of incident is a known risk. The occurrence rate for this type of incident remains below current risk documentation acceptable levels. The device history record documentation was reviewed, and no non-conformities were identified. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, design, or labeling.

Event description:
As a result of an angiogram review of this case (B)(6) 2020, a stent was observed at the closure site. The angiogram was received (B)(6). This intervention was not noted in the previous MDR submission.